Event description:
It was reported by the st. Jude rep that the pt presented at follow-up with the device in hwvvi reset mode. Technical services recommended immediate explant but the pt is too ill to undergo an explant procedure at the time.